Manufacturer narrative:
Date sent to the FDA: 04/27/2021. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure in 2015 and unknown mesh was implanted. The patient reported having the mesh removed on an unknown date and experiencing constant pain and has been diagnosed with a connective tissue disease. Additional information has been requested.